Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD), implanted may 12, 2004, has a current monitoring voltage of middle-of-life 2 (mol2). There is concern that the battery is depleting earlier than expected. No adverse patient effects have been reported.